Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that call service alarms had occurred a few months ago and that the patient was able to clear the alarms by removing the battery. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: multiple call service alarms with high force events were observed in the black box due to occlusion during prime on the reported failure date of 02/11/2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated.